Event description:
Patient with end stage renal disease in or for revision of left upper arm percutaneous outflow stent. Doctor was trying to deploy a stent graft when the distal end failed to expand and a balloon could not be inserted. The balloon would only push the stent forward into the larger vein. Doctor had to open the vessel to retrieve the stent. Another endoprosthesis was then used to complete the surgery. Patient underwent additional procedure plus additional or time.